Event description:
It was reported that the customer had a blood glucose level of 520 mg/dl. The customer stated her blood glucose level was extremely low, in the 50s mg/dl, then became extremely high. Standard troubleshooting was performed. It was discovered that the customer's infusion set's cannula was bent. The customer was advised to monitor her insulin pump. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).